Manufacturer narrative:
A follow up is being filed for the additional information received on (B)(6) 2014. Customer reported: it is unknown whether the patient¿s death was caused by the eds or a competitor¿s product. The suspect product was discarded, thus we cannot confirm if it was the codman eds that caused the patient¿s death. Upon our investigations, it was established that eds was not charged to (B)(6) between 2010 and 2014.

Event description:
The affiliate reported: initially, integra received 3 product complaints which were all identified as integra accudrains. However, upon receipt of additional information on (B)(6) 2014, it was clarified that the product involved for the 3rd patient (patient died) was not an integra product; it was suspected by the distributor as a codman product. Additional information received on (B)(6) 2014: the doctor used 1 unit for this event. The patient is a male and he was (B)(4) years old. Patient was admitted with aneurysm. The doctor put in a drain before the aneurysm could be coiled it popped and the drain could not handle the blood and it got blocked. The patient died. It was discovered that the unit was not an integra drain. Date of event: (B)(6) 2012. (During use on patient). (B)(6) 2014, it has been confirmed that 36590 is an invalid lot / serial number and product code. The affiliate has been asked to provide a product code and a statement as to whether the device caused or contributed to the patients death.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. In addition the product code has not been provided either. We have made a couple of attempts to obtain product information as well as a statement from the clinician to indicate that the device did not cause or contribute to the patients death. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. If additional information is received to identify the product code, lot number or if it has been communicated that the patient's death was related to the device a follow up report will be filed. At the present time this complaint is considered closed. Device discarded by customer.

Event description:
A follow up is being filed for the additional information received on (B)(6) 2014. Customer reported: it is unknown whether the patient¿s death was caused by the eds or a competitor¿s product. The suspect product was discarded, thus we cannot confirm if it was the codman eds that caused the patient¿s death. Upon our investigations, it was established that eds was not charged to (B)(6) between 2010 and 2014.